Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced sound quality issues. The recipient's external equipment was exchanged; however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The recipient is reportedly doing well with the new device.

Manufacturer narrative:
The recipient reportedly also experienced pain prior to revision surgery.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of sound quality could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed the electrical tests performed. This older device configuration is no longer manufactured. This is the final report.